Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube. Material was found to be missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the surgeon tried to straighten the prograsp forceps instrument¿s wrist, but it did not move because the complete metal segment from the wrist to the tip became unattached from the shaft. This caused the instrument to become trapped inside the cannula. The procedure was completed with another cannula and instrument of the same kind. To be able to separate the faulty instrument from the cannula without damaging the trocar, the instrument was reported to be additionally forced and damaged. There were no reportable issues identified in initial inspection at the beginning of the procedure. Instrument insertion prior the fault occurred without irregularities. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the distributor to confirm that the instrument was inspected before use with no issues noted. The wrist could not be straightened due to physical damage. Therefore, to remove the instrument, they had to be removed together. No fragment inside patient identified and the ports were not increased to remove the instrument. No collision identified by surgeon or operating room staff.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.